Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm. No clinical details regarding resolution or patient involvement / condition were provided.

Manufacturer narrative:
E1: name of initial reporter is unknown. E2/e3: unknown. The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. The cause of the battery failure alarm was due to a defective battery (cell imbalance). The exact cause of the defective battery was undetermined. This report is being filed as part of a retrospective review of historical records.